Event description:
It was reported that the device was separated. A 7f guidezilla ii catheter guide extension was selected for use. During removal from the packaging, it was noted that the tip of the guidezilla was completely collapsed. Furthermore, the tip was smushed and there was a visible separation in the device. The device never went into the patient's body. The procedure was completed with another of the same device. No patient complications were reported.